Manufacturer narrative:
Patient information: no patient information provided as no patient was involved in this concern. Device evaluated by MFR, event problem and evaluation codes: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp when not open when being unscrewed. There was no patient present when this issue was identified. No additional information was provided.